Event description:
Reportable based on additional information received on (B)(6) 2022. It was reported that coil frayed. The target lesion was located in the pelvic varicose veins. A 15mm x 40cm interlock .035 was selected for use. During the procedure, it was noted that the coil is passed through a 5 fr catheter and frayed. It was further confirmed that the device was damaged and disintegrated. The coil is withdrawn through the catheter without problem and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire and the introducer sheath were returned for this complaint. The main coil and the delivery wire were not interlocked. Twist lock was opened. The main coil stretched, and the interlocking arm was detached. No more damages were observed. The functional test could not be performed due the returned condition of the device. Microscope inspection revealed that under microscope it was observed that the main coil was detached at interlocking arm section. Dimensional inspection of the delivery wire revealed that the overall dimensions (od) of the weld, wire arm and wire were within the specification. For the main coil, the zap tip (od) and the primary coil (od) were within the specification. Coil arm od could not be measured due it was detached.

Event description:
Reportable based on additional information received on 04nov2022. It was reported that coil frayed. The target lesion was located in the pelvic varicose veins. A 15mm x 40cm interlock .035 was selected for use. During the procedure, it was noted that the coil is passed through a 5 fr catheter and frayed. It was further confirmed that the device was damaged and disintegrated. The coil is withdrawn through the catheter without problem and the procedure was completed with another of the same device. No patient complications reported.